Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited, loss of capture, increased thresholds, low out of range impedances of less than 200 ohms, as well as oversensing and noise which lead to inappropriate shocks. As a result, the lead was surgically abandoned and successful replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.